Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that "patient reported a similar reaction with previous filler treatment¿ referring to "inflammatory nodules likely due to a hypersensitivity reaction" after an unspecified dermal filler injection. This is the same patient reported under MDR ID# 3005113652-2022-00225 (allergan complaint #pr (B)(4)). This MDR is being submitted for the previous filler treatment.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported patient ¿has a bump in upper l cheek. Could have been injector related or necrosis- not sure would not dissolve" after they were injected with an unspecified dermal filler.